Event description:
A healthcare professional reported that an incomplete side-cuts in the unknown eye of a patient during lasik surgery. There are two related reports for this patient. This report addresses the patient unknown eye and another manufacturer report will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the date complaint was reported. During on site visit field service engineer found two-dozen small stains on the f-theta lens (looks like patient sneezed on lens). Field service engineer cleaned f-theta and completed verification as per service installation record confirming system performs to specifications. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows thirteen successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment cannot be identified in the logfile. The review also shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. Most probable root cause might be f-theta lens contamination during surgery. During preparation for a treatment, the aperture can be contaminated with splashed liquid from medication or balanced salt solution irrigating fluid or patient sneezing. The manufacturer internal reference number is: (B)(4).